Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
X rays of what appeared to be dislocated constrained liner examined on 1st october. MFR reoperated on 05 november to remove what was a constrained insert that had separated from the trident hemispherical shell.